Event description:
On october 26, 2009, the facility reported to baxter global technical services that on an unknown date one colleague cx volumetric infusion pump single channel in which the stop button won't work. It is unknown when this condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. The software version in this device is currently unknown.

Event description:
The customer contacted baxter's technical service center regarding a check final line alarm that appeared on the homechoice (hc) display during prime. The technical service representative (tsr) had caregiver (cg) push in bag spike, give half turn, move clamp and rub line, flip bag and press go. The cg stated that the final line did not seem to be spiked all the way until tsr had cg push on it. The hc machine primed and the home patient (hp) connected and began therapy. There was no patient injury or medical intervention indicated at the time of the initial report. During a follow up phone call by product surveillance to the nurse on (B)(6) 2010 regarding final line not been spiked all the way, it was revealed that the hp did not report any loose connection or leak. The nurse confirmed that the hp did not have any injury or harm as a result of this incident on or around (B)(6) 2010. The nurse stated that the hp did not report any defects on the supplies. Per nurse, the hp discards the cassettes after therapy. The nurse stated that the hp was seen in the clinic today ((B)(6) 2010), and was doing fine and continuing therapy. No patient injury or medical intervention was indicated at this time. No further information was provided.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
Evaluation summary: the reported condition of stop button won?t work was confirmed due to the stop key circuitry being defective possibly due to sharp bend in keypad flex cable. Upon the completion of baxter's investigation of this report, the device will be routed to our service department where appropriate servicing will be completed prior to the device being returned to the customer. This device utilizes user interface module master software (B) (4) categorized as remediated. (B) (4)

Event description:
Intramedullary nail implanted in left tibia five months ago. Nail broke and required removal.

Manufacturer narrative:
The device has been requested for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. There is an ongoing CAPA investigation, (B) (4) associated with this report. (B) (4)